Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A surgery coordinator reported an unexpected outcome. Additional information was provided by the surgeon, who reported that the target was plano and the postoperative refraction is -2.00+0.75x160. According to the surgeon's opinion, the iol did not cause/contribute to the outcome. No cause was provided. Additional information has been requested.